Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the cartridge was filled with 150 units of insulin. Additionally, it was reported that insulin was not coming out the tubing during the load process. Customer's blood glucose level was 257 mg/dl. Reportedly, the customer loaded a new and successfully resumed insulin delivery.